Manufacturer narrative:
The allegation of the bed head section collapsing while the user was transferring to a wheelchair couldn't be confirmed, and the underlying cause couldn't be determined. Multiple attempts were made to obtain clarification of the issue, pictures, and a return of the device, without success. The device is past the 5-year wear and tear period for welds and 2-year wear and tear period for all other components. The user weighed (B)(6) pounds which was within the weight capacity of 350 pounds.

Event description:
A 3500a form was received from the reporter stating "patient position in the middle of the bed at the edge prior to transfer from bed to wheelchair. The head of the bed collapsed to the floor and the foot of the bed became elevated as a result." "This cause the patient to propel forward hitting her on the floor. Patient sustain a comminuted mildly displaced c1 fracture and a laceration to the forehead."